Manufacturer narrative:
(B)(4)

Event description:
Procedure type: jejunostomie. According to the reporter: after firing the stapler, the surgeon had some trouble removing it from patient cavity. It was discovered that the anterior side of the esophagojejunal anastomosis was intact but had a loose posterior side. There were no staples visible whatsoever at the posterior side. At the proximal site, the surgeon used a purse-string suture. The device was introduced distally through a j-pouch under direct vision. The problem was solved by cutting out the anastomosis and moving 2 cm's higher up on the esophagus. A new end to end esophago-jejunostomy was created. There was unanticipated tissue loss. There was no unanticipated tissue damage. There was bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no reinforcement material used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).